Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 and 5.2 all cubies displayed as failed. A field service engineer found no lights on the t board, and the station was powered down and the t board replaced. Drawer 5.2 recovered with cubies present, while drawer 5.1 appeared in hardware test application (hta) without cubies. The drawer board and damaged position sensor on 5.1 were replaced, after which cubies were detected but the drawer would not open due to a failed open/close latch sensor. The station was powered down, the hard stop assembly was replaced, connections were secured, and the bus cable was reconnected. The station was powered back on; drawers were tested and reconfigured. The customer was instructed to recover the drawers, manually release and break open the affected cubies, as they were suspected to have contributed to the drawer board and t board failure. The customer then completed inventory of the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 showed device not detected on bus error. The user rebooted the station and performed storage recovery; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.